Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 4 months (calculated from the date when the system controller was issued to the patient.) The system controller was received for investigation. The evaluation is not complete. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced some confusion of an unspecified nature while exchanging system controllers, resulting in the driveline being disconnected from the system controller for approximately 2 minutes during which time the pump was not running. It was also reported that during the system controller exchange, unspecified damage at the bend relief-to-controller connection occurred. The patient was asymptomatic. The system controller had sounded driveline fault alarms on the morning of (B)(6) 2016 while the patient was lying down. The patient performed a system controller exchange to the backup system controller. The primary and backup system controller log files were reviewed by the manufacturer's technical services representative. The driveline fault alarms were recorded; however, there was no indication of driveline wire compromise. Additionally, two driveline disconnect events were observed at the end of the log file. The first disconnect lasted for approximately 2 minutes, then the driveline was reconnected to the primary system controller for approximately 1 minute. The driveline was then disconnected again when the primary system controller was exchanged to the backup system controller. Per the backup system controller's log file, the driveline fault alarm did not return when using the backup system controller. On (B)(6) 2016, the manufacturer's technical services evaluated the patient's driveline. Phase interrupter / continuity testing was performed and no open wires were found. A separation of the driveline distal end bend relief from the connector was observed and a clamshell repair was performed. No further issues have been reported.

Manufacturer narrative:
The reported incident of a driveline fault alarm was confirmed upon evaluation of the returned system controller, serial number (B)(4). The data retrieved from the returned system controller contained the driveline fault alarm, which was recorded on (B)(6) 2016. The driveline fault alarm did not affect the system controller¿s ability to operate the pump at the set speed. Prior to the alarm activating, there were no notable alarms active. The device was tested using the manufacturer¿s laboratory equipment and the driveline fault alarm was able to be reproduced. Although the investigation was unable to determine the specific cause of the driveline fault alarm, our research and development team has been conducting further investigation into reports of this nature to determine if there are additional enhancements that can be made to further improve the sensitivity of the driveline fault algorithm. It was reported that following the alarm, the patient experienced some confusion of an unspecified nature while exchanging system controllers, resulting in the driveline being disconnected from the system controller for approximately two minutes during which time the pump was not running. The backup system controller was not evaluated as it was not returned and the patient remains ongoing on pump support. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.